Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had moisture damage. Customer blood glucose reading was 189 mg/dl. Troubleshooting was not completed. Customer stated that the bottom of the reservoir was damaged. Customer also reported leaking past the o- rings. Insulin pump will not be returning for analysis.